Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-jan-2023. The most recent information was received on 25-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 49 year-old female patient who had essure inserted (lot no. 816058). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure inserted. In 2020 she experienced pelvic pain (seriousness criterion intervention required), headache ("headaches"), pain in extremity ("leg pain/ heel pain"), back pain ("back pain"), arthralgia ("joint pain"), mental disorder ("nervous breakdown"), fatigue ("persistent fatigue"), heavy menstrual bleeding ("heavy bleeding with clots"), gastrointestinal motility disorder ("recurrent motility disorders (diarrhoea)") and diarrhoea ("recurrent motility disorders (diarrhoea)"). Essure was removed on (B)(6) 2022. An unknown time later she experienced endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and ovarian cyst ("right ovarian cyst"). The patient was treated with essure removal on (B)(6) 2022 by laparoscopy and surgery (laparoscopy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, endometriosis, adenomyosis, headache, pain in extremity, back pain, arthralgia, mental disorder, fatigue, heavy menstrual bleeding, gastrointestinal motility disorder, diarrhoea or ovarian cyst. The reporter commented: essure model reported as ess305, descrepancy model regarding to essure placement date (B)(6) 2005. Patient's current condition: right ovarian cyst, endometriosis, adenomyosis, laparoscopy on (B)(6) 2022. ~lot number: 816058 manufacture date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2023: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4) on 11-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 49 year-old female patient who had essure (ess305) inserted (lot no. 816058). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2020 she experienced pelvic pain (seriousness criterion intervention required), headache ("headaches"), pain in extremity ("leg pain/ heel pain"), back pain ("back pain"), arthralgia ("joint pain"), mental disorder ("nervous breakdown"), fatigue ("persistent fatigue"), heavy menstrual bleeding ("heavy bleeding with clots"), gastrointestinal motility disorder ("recurrent motility disorders (diarrhoea)") and diarrhoea ("recurrent motility disorders (diarrhoea)"). An unknown time later she experienced endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and ovarian cyst ("right ovarian cyst"). The patient was treated with essure removal on (B)(6) 2022 by laparoscopy. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to pelvic pain, endometriosis, adenomyosis, headache, pain in extremity, back pain, arthralgia, mental disorder, fatigue, heavy menstrual bleeding, gastrointestinal motility disorder, diarrhoea or ovarian cyst. The reporter commented: essure model reported as ess305, discrepancy model regarding to essure placement date (B)(6) 2005. Patient's current condition: right ovarian cyst, endometriosis, adenomyosis, laparoscopy on (B)(6) 2022. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.